Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed and reproduced the false air-in-line alarm which was caused by a failed ultrasonic sensor with low readings. The failed ultrasonic sensor was replaced.

Event description:
During baxter's functional testing of a spectrum pump, the device falsely alarmed air-in-line. There was no patient involvement.